Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Drill bit tip broke off in patient.

Manufacturer narrative:
Additional narrative: examination of the returned drill bit confirmed the breakage; fractured in the fluted area. The fracture of the drill bit was caused by overload due to bending loading applied exceeding the strength of the material. No material defects were observed in the drill bit that could have contributed to fracture initiation and/or propagation to failure. In addition, the date code a1203 indicates the instrument was manufactured in december of 2003 and is almost 13 years old. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.